Event description:
¿Plaintiff was implanted with the apogee system with intepro lite on or about (B)(6) 2008 with the intention of treating her pelvic organ prolapse and stress urinary incontinence.¿ the plaintiff¿s attorney alleges that, ¿as a result, plaintiff suffered serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissue, and other injuries. It was also alleged that, ¿as a direct result, plaintiff has suffered and continues to suffer serious and permanent injuries.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.